Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopy, after setting the trocar, a blue particle fell in the abdomen. It could not be removed completely since it was so small.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was scraped and gouged at the distal end. The device failed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.